Event description:
It was reported that during use with the bd vacutainer® k2e 3.6mg plus blood collection tubes, the tubes underfilled. This occurred 6 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during use, disadvantage: insufficient negative pressure, quantity: 6 pieces, impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.6. Investigation summary: material #: 368274, lot/batch #: 3010341. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® k2e 3.6mg plus blood collection tubes, the tubes underfilled. This occurred 6 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during use. Disadvantage: insufficient negative pressure. Quantity: (B)(4) pieces. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6) . H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.